Manufacturer narrative:
(B)(4). The device was requested for evaluation, but has not been received. A supplemental medwatch will be submitted when additional information becomes available. (B)(4). Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
"Inability to flow even with cardio help at 5000 rpm (rotations per minute). Connected to cannulas and were unable to obtain good flow even with increasing rpm's to max 5000 3.2lpm (liter per minute) of flow could be obtained. Part (arterial pressure)630 int (interim pressure) 630 pven (venous pressure) -80, sluggish blood flow was observed on arterial side of hls circuit. Patient was on medication support inotropes as well as max vasopressor support including levophed and dopamine. Impella continued at 3.1 lpm. Perfusion reduced impella flow to 1.7 lpm to see if that would provide better flow and no change was noted in flow or pressure readings, impella increased back to 3. Hls circuit was changed out to centrimag circuit with quadrox oxygenator and at max rpm's 5500 the centrimag is only providing 3.0lpm of flow no pressure readings available on this circuit. Hemodynamically better all vasporessors weaned off and inotropes at minimal levels." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) requested the product back for investigation. In the decontamination laboratory, a visual inspection of the product was carried out. The hls module was delivered with the tubing. Both the tubing and the oxygenator exhibited heavy clotting. The oxygenator was cleaned twice with sodium hypochlorite. For further testing, the product was passed onto the qa-laboratory. The product was performance tested for 6 hours, and the flow was noted to be reduced at 2 lpm. The blood gas exchange performance for o2 and co2 was completely normal. After the test, the clotting time and the cells were measured again, and both were normal. No clotting could be seen in the connectors or in the tubing. The decontamination process using sodium hypochlorite could be the reason for the observed reduced flow. The oxygenator was then returned to the decontamination/complaints lab, where it was opened up for internal investigation and no anomalies were found. A clinical assessment by the therapy application manager concluded that the stenosis of the patient is the cause for the reported issue. The pressure readings reported indicate that pressures pre- and post-membrane were the same (no pressure drop, no or little flow). The fact that the set needed to be primed twice indicates that the clinical staff were attempting to raise venous suction pressure to tray to generate blood flow (hence the report of "air in the venous line"). A clear product malfunction is not indicated, and the reduced flow in the test lab could have been caused by the effects of the decontamination process. No further action is warranted. This is the final report.

Event description:
(B)(4).